Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate profile 200cc right implant, catalog number 3501625. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation prostheses implantation with saline mentor smooth round moderate profile 200cc on (B)(6) 1995 has left side breast hardness, right side lymphadenopathy, and a diagnosis of lupus two years after implantation. The patient reports chronic fatigue, joint pain, migraines, intestinal disorders, depression, anxiety, and memory problems. The patient reports no prior medical history. The patient has a mammogram scheduled in (B)(6) 2018 to check for device rupture.

Manufacturer narrative:
On 02/16/2018, the device history record (DHR) of lot number 112475 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).